Event description:
It was reported that the scale was not zeroed before weighing a pediatric patient on the unit, which caused the scale to be inaccurate. As a result of the inaccurately measured weight, the patient was given an incorrect dosage of medication; however there were no adverse consequences or clinically relevant delays in treatment reported. Upon further investigation, the product manual states not to use the scale for pediatric patients. This information was communicated to the user facility. The issue of the scale being inaccurate is not reportable for this device model.

Manufacturer narrative:
The user facility originally did not originally know the model number; however upon further communication, they were able to confirm it. The investigation is complete and further information has been provided by the user facility. After investigation, it was determined that this issue is not reportable.

Event description:
It was reported that the scale was not zeroed before weighing a patient on the unit, which caused the scale to be inaccurate. As a result of the inaccurately measured weight, a patient was given an incorrect dosage of medication, however there were no adverse consequences or clinically relevant delays in treatment reported. Attempts are being made to gather additional details from the user facility.